Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user experienced issue during log in with biometric scanner. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the issue had been isolated to a single user whose biometric login failed, while the biometric ID system itself was functioning properly. A field service engineer verified that another user was able to log in successfully using biometric ID and confirmed in hta that the biometric system was operating correctly. The customer (rx) was advised to verify the affected user accessibility and ensure proper fingerprint cleanliness. The system functioned as intended after the field service engineer completed the investigation.